Manufacturer narrative:
D9: date returned to mfg 6 mar 2025. Investigation summary: received one (1) used list#: d1000, tego¿ connector, appx 0.05 ml; lot#: unknown. The seal was observed to be torn. The reported complaint of unable to flush could be confirmed. The seal was observed to be torn. The probable cause of the unable to flush is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record lot# review could not be conducted because no lot number(s) was/were identified. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event involved a tego connector where it was reported the dialysis staff observed, ¿increased venous pressure during hd. Tego changed - issue resolved. Damage to silicone on rim observed; silicone port lifting from rim.¿ the issue was noted during use on a patient; someone became aware of the issue when observed by the clinical staff as part of dialysis procedure. There was patient involvement and delay in therapy, but no adverse events and no one was harmed in the reported event.

Manufacturer narrative:
The device is available for evaluation however has not yet been received. D4: only di provided as lot number is unknown.